Event description:
A customer reported receiving a notification regarding the minimum fill of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted multiple times to load a cartridge and perform tubing fills, ultimately contacting technical support for assistance. Technical support guided the customer through cleaning the pump and loading a new cartridge to resolve the issue.